Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 176 and 144 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl and expected pre-dinner fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 08/18/2023 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 101 mg/dl date: (B)(6) 2022 time: 3:26pm fasting before dinner, result 2: 114 mg/dl date: (B)(6) 2022 time: 6:57am fasting, result 3: 89 mg/dl date: (B)(6) 2022 time: 3:47pm fasting before dinner, result 4: 176 mg/dl date: (B)(6) 2022 time: 3:46pm fasting before dinner, result 5: 144 mg/dl date: (B)(6) 2022 time: 7:55am fasting.

Manufacturer narrative:
Internal report reference number: (B)(6). Test strips were not returned for evaluation. Meter was returned -reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 30-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.